Event description:
It was reported that the device was used during a rectum procedure. The device cut the tissue but did not completely staple the anastomosis. Hand suture was used to complete the case. There were no consequences to the patient.